Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were noted on the device. Technical support was contacted and reprogramming was recommended to resolve the event. No intervention has been performed at this time and the patient was stable with no adverse consequences.

Event description:
Additional information was received indicating that there were still episodes of post-paced t-wave oversensing. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event and the patient was stable.